Event description:
It was reported that at a normal follow up, an increase in the pacing threshold of the right ventricular (rv) lead had increased substantially since the last follow up a year ago. Additionally, variable pacing impedance from the rv lead (400 ohm to 2100 ohms) was noted. The physician performed provocative measures, but no episodes of noise or oversensing was seen. The physician elected to reprogram the pacing output of the device to resolve the event and continue with remote monitoring. The patient was stable with no adverse consequences and the rv lead remains implanted and in service.

Event description:
It was reported that at a normal follow up, an increase in the pacing threshold of the right ventricular (rv) lead had increased substantially since the last follow up a year ago. Additionally, variable pacing impedance from the rv lead (400 ohm to 2100 ohms) was noted. The physician performed provocative measures, but no episodes of noise or oversensing was seen. The physician elected to reprogram the pacing output of the device to resolve the event and continue with remote monitoring. However, the patient was transferred to a new clinic and this physician elected to explant the rv lead and surgically abandon a competitor's lead. The device was also explanted and replaced to resolve the event. The patient was stable with no additional adverse consequences.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.